Event description:
Report received indicated that there was a pt death after insertion of device. There was pre-implant weight base heparin drug anticoagulation therapy made. A percutaneous catheterization of the right common femoral vein was performed. There was placement of 6f introducer sheath over a guide wire into the superior vena cava. Power injector angiography of the superior vena cava and placement of trapease filter in the superior vena cava was performed. The right groin was prepped and draped in the standard fashion. Percutaneous catheterization of the right common femoral vein was easily achieved using a micropuncture technique. Initially, a short, standard length 5f sheath was placed over the guidewire and the guidewire advanced under fluoroscopy retrograde across the iliac vein and inferior vena cava and across the right atrium into the superior vena cava and out into the right subclavian vein. All of these maneuvers were completely uneventful and extremely simple to perform. A diagnostic calibrated pigtail catheter was then passed over the guide wire to the presumed right subclavian and internal jugular vein. Power injector angiography was performed in order to visualize the superior vena cava in terms of its anatomy, freedom of any clots and size. The angiogram disclosed a relatively long and good caliber but not too large superior vena cava that appeared anatomically very suitable for the intended placement of the filter to prevent pulmonary emboli. The 6f long sheath that comes with the trapease filter was then advanced over a 0.0035 guide wire to the superior vena cava using the same pathway was described above. The trapease filter was then easily deployed in the superior vena cava between the junction of the two innominate veins and the right arium. The placement was perfect and there was a very satisfactory alignment vertically. A completion angiogram was also obtained which confirmed the intactness of the superior vena cava and the very nice placement of the filter. Shortly following placement of the filter, the pt began to complain of pain and some pressure in the anterior aspect of the chest, over the sternum, and then on the right and left alternatively. Her vital signs were maintained and absoultely unchanged at this time, but some ten minutes later, the pain worsened and the the pt developed seizures.